Manufacturer narrative:
(B)(4). The device is not returning to abbott vascular. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to MDR final report filing a maude report ((B)(4))was received. Event description: "a starclose device placed in right femoral artery after heart catheterization. Within two hours of surgery there was little to no blood flow to right leg. Emergency vascular surgery was done on right groin. There was punctured site 2-3 mm distal to the ostium of the right superficial artery and acute occlusion in that area. Also the vessel was collapsed and somewhat twisted from starclose device. The starclose device and the occluded segment which was 3 mm in length. An interposition graft was placed."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a heart catheterization procedure. Reportedly, one to two hours post procedure the patient had pain in the leg and foot. There was limited to no blood flow in the leg. Surgery was performed to remove the clip and arterial bypass was performed using a saphenous vein graft. Per the patient the vascular surgeon stated that during surgery it was found that the clip had punctured, twisted, and collapsed the artery. The patient believes this was not done by the device but by the doctor not using the device correctly. Subsequent to the surgery the patient has had blood clots and inflammation at the bypass. A vena cava filter was placed. The remaining 27 cm of the saphenous vein was removed due to deep vein thrombosis and arterial fistula. Another surgical procedure was performed to treat stenosis and a right femoral aneurysmal dilation next to the bypass. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.